Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
Note: this report pertains to the first of two hurricane rx dilatation balloon that were used in the same patient and procedure. It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the papilla during a biliary dilation procedure performed on (B)(6) 2024. During the procedure, the balloon popped when it was being inflated to around 5 atm. A second hurricane rx dilatation balloon was opened and attempted to be used, but the same problem occurred. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.